Manufacturer narrative:
(B)(4). Information is unavailable. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? It was observed malformation in line staples (some open staples). How much blood was lost (ml)? We do not know how many was lost, but there was no need for blood bag. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. What was the product code of the stapler (plee60a, pse60a, ec60a, etc.)? (B)(4).

Event description:
It was reported that during a bariatric sleeve procedure, excessive bleeding was observed in the staple line after using the black load to perform the first stapling in the den (sleeve); reinforcement suture was used. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.